Manufacturer narrative:
This report is filed, march 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain behind his ear. Upon evaluation of the site on (B)(6) 2016, it was reported that the electrode had extruded through the skin. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted on the contralateral side with a new device during the same surgery. This report is filed july 18, 2016.